Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced heart failure. It was noted that the right atrial (ra) lead had failed position check. The ra lead remains in use. No intervention is planned as the patient is in hospice. No further patient complications have been reported as a result of this event.